Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A lot number was not provided. A device history lot number review cannot be completed.

Event description:
The event occurred on an unspecified date and involved a unspecified vial adaptor. It was reported the patient's sister stated there were gray plastics that got into the medication vial from the adapter clave and was no longer good to use. The patient denied nurse assistance to go over technique since they were doing this for a long time and aware. There was patient involvement, unknown patient harm reported.